Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan.

Event description:
The report received from the affiliate states that a foreign material noticed in the hub of the stent delivery system (sds), prior to opening the package. There was no damage observed to the hub but there was a small foreign material in the hub. The foreign material looked like a solid yellowish glue or plastic and its size was about 2x5mm. It is unknown if the material was free moving. There was no damage to the packaging. The product was not used in the patient. A new product (same size) was opened and the procedure was completed successfully.

Manufacturer narrative:
It was reported that saline leaked from the hub of the precise ((B)(4)) when flushed during prep and unspecified damage was noted on the hub. The product was not clinically used in the patient. A second precise ((B)(4)) was inspected prior to opening the pouch. No damage to the device was observed; however a small foreign material was found in the hub. The foreign material looked like solid yellowish glue or plastic and its size was approximately 2x5mm. It is not known if the object was free moving in the package or was stuck to the device. It is not known if there was any damage to the outer packaging. The product was not clinically used in the patient. The procedure was completed with another new same sized product. Foreign material ((B)(4)). One sterile unit of precise pro rx 9x40mm was received in its original package, the inner pouch has the seal intact, and inside the pouch there was a loose fragment of plastic foreign material similar to the proximal hub. No other discrepancies were found. The foreign material was visually similar to that found n the proximal hub. Both the foreign material and hub were tested and no similarities were found. Based on the results obtained it was concluded that the foreign material correspond to a (B)(4) based material, and probably belong to one of the catheter components. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The foreign material reported by the customer was confirmed, there are controls and inspections in the packaging process to prevent and detect this type of discrepancies; however in this case the foreign material was inadvertently left inside the package. Actions have been initiated to investigate the root cause and determine if any corrective actions are needed.